Event description:
Procedure type: urological. According to the reporter: the patient underwent a urological repair for stress urinary incontinence and pelvic organ prolapse. The patient allegedly experienced pain and suffering and has undergone or will undergo revisionary procedures.

Manufacturer narrative:
(B)(4).